Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump powered up properly after battery installation. The pump passed functional tests, including displacement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test. The pump failed the sleep current measurement test due to moisture damage on electronic assembly noted. Successfully download pump traces and history file using thus software. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and battery tube assembly during visual inspection. The following were noted during visual inspection: broken belt clip rails and scratched case. In summary, customer alleged critical pump error not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that insulin pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The device will not be returned for analysis.